Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and cannot read the screen on insulin pump. The customer¿s blood glucose level was 379 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer reported pump did require rewind. Customer able to complete rewind. The device will be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly noted during testing. However, device had severely scratched lcd window. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.